Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis, on the same day as the diagnosis. However, the treatment rendered was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. This is report 1 of 4, for the cassette, involved in this peritonitis event.

Manufacturer narrative:
(B)(4).this is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b08095, h13a03023, h13a08097 and h12k16034 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.